Manufacturer narrative:
The ge service rep troubleshot the system to the surge supressor. The rep replaced the surge supressor pcb and completed all test and checks. System operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.